Manufacturer narrative:
Insulin pump received with missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broke and parts were missing causing reservoir to not stay in place. Customer reported that insulin pump was getting caught on things. Customer's blood glucose was 132 mg/dl. Customer was advised that insulin pump would need to be replaced.